Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three images were provided for review. It was reported that a pre-implant balloon dilation of the aortic valve was attempted twice with a semi-compliant balloon prior to the attempted implant. Evidence shows that upon the first deployment attempt, the valve was overly compressed at partial deployment. It was reported that it was determined that the nose cone would not cross the valve using transesophageal echocardiogram measurements. An under expanded valve frame can occur focally due to factors like calcium, nodules, septal bulge or bicuspid anatomy. It is recommended to recapture, remove system, perform a pre-dilation, and implant a new valve with new delivery catheter system (dcs). It was reported the valve was recaptured into the dcs and withdrawn, and a pre-implant balloon dilation was performed using a noncompliant balloon. A new valve was loaded into a new dcs and successfully implanted. No patient complications have been reported because of this event. There was no CT or executive summary provided for anatomical considerations. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the evfxplus-29 in a patient with a calcified sievers type 0 bicuspid native valve, a pre-implant balloon dilation of the aortic valve was attempted twice with a semi-compliant balloon prior to the attempted implant. Upon the first deployment attempt, the valve was overly compressed at partial deployment, and it was determined that the nose cone would not cross the valve using transesophageal echocardiogram measurements. The valve was recaptured into the delivery catheter system (dcs) and withdrawn, and a pre-implant balloon was performed using a noncompliant balloon. A new valve was loaded into a new dcs and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012362243); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.